Manufacturer narrative:
No lens in unit carton.

Event description:
It was reported that when the surgeon inserted a micl12.6 implantable collamer lens and the lens was inserted upside down. The incision was enlarged to remove the lens and sutures were required to close the wound. The reporter stated the incident was caused by a loading error.